Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient does not receive effective therapy with the use of his scs system. Follow-up identified the patient is requesting surgical intervention as the next course of action to address the issue.